Event description:
Respiratory therapist was paged by rn for unknown high-pitched alarm coming from ventilator. According to rn, high pitched alarm started along with red flashing light around the knob. Rn not sure if unit stopped ventilating - patient was still connected. Another rn entered and pushed the knob - alarm stopped and it seemed like patient was ventilating at that time (patient had not been removed from ventilator). Rt ran alarm log which revealed: 17:29:12 critical thread failure activated; 17:29:33 start ventilation; 17:29:48 critical thread failure deactivated; 17:29:48 unit restarted. Check settings. Check apps activated. 17:33:16 unit restarted. Check settings. Check apps deactivated. At this time, the rrt switched out the vent. Manufacturer response for ventilator, continuous, facility use, nihon kohden (per site reporter) currently reviewing this and other safety events where screen or screen and ventilation stopped.